Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : device not returned yet.

Event description:
Broken pogo-pin. No patient involved.

Event description:
Broken pogo-pin. No patient involved.

Manufacturer narrative:
The device history records for the sam 300p device was reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed. The sam 300p passed ¿out qat from heartsine technologies on the (B)(6) 2007. The device was returned with the reported fault ¿broken pogo-pin¿. On receipt of the device the +ve battery terminal pogo pin was found to be sheared. This would confirm the reported fault. This resulted in the device initially failing to power on during the investigation. The last device recording was a manual power up on the (B)(6) 2018. Therefore, the damage to the pogo pin would have occurred after this date. Furthermore, there was evidence of damage to the returned pad-pak locator pin. This would indicate the broken pogo-pin would have been caused by the mishandling of this pad-pak during insertion. The returned sam 300p is now outside of its warranty period and will be scrapped.